Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked case, cracked case at the reservoir tube window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump had scratches on the screen and it was making it difficult for the customer to read. The buttons on the device were also sticking and were unresponsive. The customer's blood glucose wasn't provided. The customer agreed to return the device for analysis.